Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) will not run consistently" was not confirmed during archive data review or functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error.

Event description:
As reported, the autopulse platform (sn (B)(4) will not run consistently. The user tried different batteries that did not work with the platform, however, the user was able to use the same batteries later. Per the reporter, the batteries were fully charged before testing them with the platform. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.